Manufacturer narrative:
Examination of the returned instrument confirms that the strike cap had broken off the handle as reported. The overall condition of the item indicates that it has been well used. The root cause is attributed to heavy usage overtime. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis.

Event description:
Strike plate of the offset cup inserter broke off during the implantation of the cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.